Event description:
Through journal article, "simultaneous salvage auto-augmentation: contemporary strategy for management of the breast explantation patient" physician reported a patient with "rupture" and "capsular contracture baker grade iii/IV". Also reported "breast implant illness" which is not related to the device. A total capsulectomy was performed. The device has been explanted. This relates to the left side.

Manufacturer narrative:
Clarification to device info.: allergan gel textured size 110 was provided. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "rupture, "capsular contracture baker grade iii/IV". Article citation: kirwan l, et al. "Simultaneous salvage auto-augmentation: contemporary strategy for management of the breast explantation patient." Plast reconstr surg glob open. 6 mar. 2023; 11(3):e4860. Doi: 10.1097/gox.0000000000004860. Pmid: 36891568; pmcid: pmc9988272.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Through journal article, "simultaneous salvage auto-augmentation: contemporary strategy for management of the breast explantation patient" physician reported a patient with "rupture" and "capsular contracture baker grade iii/IV". Also reported "breast implant illness" which is not related to the device. A total capsulectomy was performed. The device has been explanted. This relates to the left side.